Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working, and screen had remained black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that screen remained black, and nothing was working. A field service engineer disconnected the auxiliary, tower, and smart remote manager, then isolated and tested each smart drawer individually. The engineer identified that the station failed to power on when the pyxibus cable for main drawer 6 was connected. Both drawer controllers on main drawer 6 were tested, and the controller on 6.2 was found defective. The engineer replaced the compromised drawer controller, reseated the pyxibus connections for all drawers, and reconnected the auxiliary, tower, and smart remote manager to the communication sled. The network cable was replaced, and synchronization was verified. The station successfully booted and resumed normal operation. The pharmacist inventoried the medication to confirm functionality. Fse tested all in device in hardware test application and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.